Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Cup impactor broke during primary surgery.

Manufacturer narrative:
An event regarding a fractured da instrument impaction handle was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: "the impactor fracture initiated in fatigue and the final fracture occurring in ductile condition. Eds showed the impactor was consistent with 17-4 ph stainless steel alloy. Hardness testing showed the impactor was consistent with 17-4 ph material in the h900 condition. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the device fractured due to an overload condition. No material or manufacturing defects were identified through the material analysis.

Event description:
Cup impactor broke during primary surgery.